Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported the pd patient passed away on saturday afternoon ((B)(6) 2016). The cause of death was not yet confirmed but was believed to be a heart attack. The patient was taking a shower when he died and was not connected to the cycler. The patient had the following comorbidities, in addition to end stage renal disease: high blood pressure, diabetes and heart problems. Additional follow-up was made with the patient's nurse who confirmed the patient passed away but could not confirm the cause of death as they had not received the death certificate yet. The nurse was not aware if the patient died of a heart attacked as reported by the caregiver but stated the patient had a history of hypertension and chronic afib. Medical records were requested.

Manufacturer narrative:
(B)(4). Medical records were reviewed by post market surveillance staff. There was no documentation in the medical record that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and diarrhea, hypotension, hypokalemia or death. This patient had a positive history of profuse and watery diarrhea. Given the patient¿s severe hypovolemia from the diarrhea, the hypokalemia (extra-cellular and depleted from diarrhea), hypotension and ultimately death was unlikely related to peritoneal dialysis and use of fresenius products.

Event description:
Medical records were provided by the patient's dialysis center. The peritoneal dialysis (pd) patient presented at the emergency department with a history of diarrhea for the past few days that was watery and profuse. The pd patient went to the toilet and yelled out and his family found him diaphoretic and feeling ¿very bad¿. Emergency medical services were called. Upon arrival the patient was still diaphoretic, lost consciousness, and had very low blood pressure. Upon hospital arrival, the patient was seen initially altered but was able to be aroused with a sternal rub. His initial glasgow coma scale (gcs) was 11 and his breathing was labored and blood pressure was 60¿s systolic. He was taken for a computed tomography scanner to rule out acute stroke. The patient was treated with three liters of IV fluids, two of normal saline and one of lactated ringers with no significant improvement in blood pressure. Intravascular volume was significantly depleted so a central line was sited in left internal jugular (ij). The patient¿s potassium was significantly depleted so potassium was added to the fluid resuscitation. Dopamine was started and his blood pressure started to improve. The patient was admitted to the intensive care unit. He was also starting to show signs of mild pulmonary edema and was placed on a non-breather and head of bed was raised to 30 degrees. A decision was made by the medical care team and the family to stop resuscitative efforts and comfort care only. At 06:60 pm the patient stopped breathing, no pulsatile activing was seen in two leads and his pupils were fixed and dilated without reaction to light.